Event description:
It was reported that the lead was not capturing. High theshold and sensing difficulty also reported. The lead was explanted. No patient complications have been reported as a result of this event.